Event description:
Patient's primary freedom driver needed to be returned for scheduled maintenance. Per clinic staff, new secondary driver 5266a had red alarm upon check prior to being placed on patient. Patient was placed on backup driver without any reported adverse impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found damage to fan cover. Visual inspection of internal components found anchor boss pem-nut eroding and secondary motor out of primary alignment, confirming fault alarm was due to secondary motor engagement. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run where the driver performed without issue as well as a functional test on the secondary motor system that also passed without issue. Failure investigation for this complaint confirmed the reported issue through alarm history review. The customer complaint could not be replicated; the root cause of the reported alarm was determined to be activation of the secondary motor system. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. Damage found to the fan cover and the anchor boss pem-nut were cosmetic only and did not affect the functionality of the device. Unintended secondary motor engagement is a known issue that is currently being addressed but is not evidence of a device malfunction. Patient was switched to an alternate backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient's primary freedom driver needed to be returned for scheduled maintenance. Per clinic staff, new secondary driver 5266a had red alarm upon check prior to being placed on patient. Patient was placed on backup driver without any reported adverse impact.